Event description:
It was reported that the patient had an alarm for a system controller fault, patient exchanged the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 narrative information. H6: medical device problem code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Controller did not sound an alarm, but patient noticed the screen indicating to replace controller. The patient exchanged the controller with no issues.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller fault alarm was confirmed via evaluation of the returned heartmate 3 system controller. The reported event of alarms on the system controller being inaudible was not confirmed as it was not reproduced during evaluation. On (B)(6) 2025 at 10:28:03, the downloaded log files captured active system controller internal fault alarms due to liquid crystal display (lcd) communication faults. This indicated the lcd board was unable to properly communicate with the rest of the system. The alarms were active until the driveline and power cables were disconnected on (B)(6) 2025 at 23:39:24. This is consistent with the reported system controller exchange. The system controller internal fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller, serial number (B)(6), was functionally tested and the system controller internal fault alarm was reproduced. The system controller was opened and the lcd printed circuit board (pcb) was replaced, and the alarms resolved; therefore, the issue was isolated to the lcd pcb. The system controller was connected to power and the voltages at pin 2 of u3 and u4 of the complaint lcd pcb were measured to be above the expected value. Pin 2 of u3 and u4 correspond to the miso2 signal (serial data output). The inputs to u3 and u4 were measured in the expected range. The alarms resolved after both u3 and u4 were replaced. The system controller was then able to support pump function for an extended period without issue or atypical alarms. The outputs of the system controller audio transducers were measured to be within specification. The system controller alarmed visually and audibly as intended throughout testing. The provided information indicated the system controller was exchanged without issue. The root cause for the system controller fault alarm was determined to be due to compromised components on the lcd pcb. A root cause for the system controller not alarming as intended was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller internal fault alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.